Event description:
A vns treating physician reported to our country rep in (B)(4) that they had a vns pt who had high lead impedance on their system and normal mode testing, noted at clinic visit. The vns was disabled. Exploratory surgery is planned. Prior to last diagnostics where high lead impedance was recorded on normal and system test, the previous diagnostics were taken in (B)(6) 2009 where normal and systems test were both normal. No trauma has been reported. The pt is autistic and therefore, rather boisterous when playing. X-rays were reviewed and no anomalies noted. Good faith attempts are being made for further details once surgery occurs and the outcome of that.

Manufacturer narrative:
Method: MFR reviewed x-rays of implanted device. Results: x-rays reviewed by MFR, no gross lead discontinuities visualized. Conclusions: device malfunction suspected but did not cause or contribute to a death or serious injury.